Event description:
The caller stated that the tube was losing air from the pilot balloon. The tube was pretested and inserted in the patient on (B)(6) 2010. They noticed that the tube was leaking air from the pilot balloon 3 days ago because the ventilator alarm was heard. They have been adding air to the pilot balloon several times a day when the ventilator alarm is heard. The caller will take the tube out of the patient and replace it with a new tube.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic hysterectomy procedure, the device was not closing the clips completely. Another device was used to complete the case with no patient consequence.